Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient went to the emergency room (ER) on (B)(6) 2024 and was diagnosed with an abscess. Symptoms reported include pain, large lump, purulent discharge and redness. The patient was treated with antibiotics (amoxicillin/clavulanic). A new pod was then applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.